Event description:
Nineteen hours following abdominal aortic aneurysm repair, pt's blood pressure severely dropped while in intensive care unit. Pt was taken immediately to the operating room for exploratory surgery and massive bleeding was found at suture site. Closer inspection at the source of the bleed revealed frayed sutures. Pt was pronounced dead one hour and twenty minutes later.